Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and seizure ('seizures') in an adult female patient who had essure (batch no. 632026, 632025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included body mass index normal and intramural leiomyoma of uterus. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced urinary tract infection ("uti") and feeling abnormal ("brain fog"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), headache ("migraines/headaches") and nausea ("nausea"). In (B)(6) 2015, the patient experienced anxiety ("psych injury/anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, seizure, abdominal pain, back pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, intermenstrual bleeding, dermatitis allergic, hypersensitivity, anxiety, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, visual impairment, weight increased, feeling abnormal, vaginal haemorrhage and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, intermenstrual bleeding, nausea, pelvic pain, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for bladder/urinary problem bladder problems., urinary problems .,uti, vaginal infection, vaginal discharge. Plaintiff states that essure removal was not planned as she is not able to afford surgery. Discrepancy noted for essure insertion date - (B)(6) 2009. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Lot number: 632025 manufacturing date: 2009-04 expiration date: 2012-04. Lot number: 632026 manufacturing date: 2009-04 expiration date: 2012-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-nov-2021: medical record received. Case become serious incident because of essure removal. Reporter information, patient middle name, medical history, essure removal details added. Pelvic pain updated to serious incident and action taken with drug updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 632026, 632025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included body mass index normal and intramural leiomyoma of uterus. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced urinary tract infection ("uti") and feeling abnormal ("brain fog"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), headache ("migraines/headaches") and nausea ("nausea"). In (B)(6) 2015, the patient experienced anxiety ("psych injury/anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure ("seizures"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, seizure, abdominal pain, back pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, intermenstrual bleeding, dermatitis allergic, hypersensitivity, anxiety, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, visual impairment, weight increased, feeling abnormal, vaginal haemorrhage and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, intermenstrual bleeding, nausea, pelvic pain, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for bladder/urinary problem bladder problems., urinary problems .,uti, vaginal infection, vaginal discharge. Plaintiff states that essure removal was not planned as she is not able to afford surgery. Discrepancy noted for essure insertion date: (B)(6) 2009. Current weight 187 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Lot number: 632025. Manufacturing date: 2009-04. Expiration date: 2012-04. Lot number: 632026. Manufacturing date: 2009-04. Expiration date: 2012-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-nov-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.